Manufacturer narrative:
The customer was provided with a warranty replacement. The electronic records were downloaded and reviewed. Device powered off multiple times in less the 10 sec interval on 04/28/ 2021. The reported issue was verified. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device had powered off during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered off during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.